Event description:
The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The customer declined further technical support, felt confident in understanding the situation, and decided to monitor the system's function independently, with the option to follow up if necessary.